Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following were updated: b3, b4, b5, d10, g4, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there is debris inside the sterile package. The complaint has been confirmed by visual evaluation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. This reported event falls within the scope of a previous corrective action, the purpose of which is to address the issue of complaints for debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc xr mp fp t1 pps 7x99mm: cat# 51-149070, lot# 6639673. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00824.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. The incoming inspection team member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.